Event description:
During an anterior lumbar interbody fusion (alif) procedure at l4-l5 on (B)(6) 2013, the up-biting laminectomy punch broke. The surgeon was able to complete the procedure by using a larger instrument that was available. There were no fragments left in the patient and the procedure was successfully completed with no delay and no reported injury to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.